Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently on april 09, 2019 the patient was placed under general anaesthetic to undergo skin revision during an abutment change.